Event description:
The customer stated that she suffered a heart attack due to hyperglycemia. During the phone call, the customer reported that his blood glucose reading was "high" on the glucometer. The customer stated that he would be going to the hospital for treatment. After the initial phone call, the customer stated that he was hospitalized due to hyperglycemia. The customer also reported consistent problems with the cannula of the infusion set being bent, upon removing it from his body. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.